Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g the needles were clogged and unable to deliver insulin. This happened with 14 needles. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320550 batch no. 1089831. It was reported that 14 pen needles clogged during injection.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g the needles were clogged and unable to deliver insulin. This happened with 14 needles. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320550 batch no. 1089831. It was reported that 14 pen needles clogged during injection.